Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture. The asymptomatic patient presented for a lead revision procedure and the lead was capped on (B)(6) 2020. The patient was discharged.